Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01b, 510k #k180700 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent vertebroplasty due to unknown reason. Intra-operatively, the cement extravasation occurred. The cement extravasation was not of clinical significance. The extrusion was not more than 15 mm. The volume of the cement implanted was 6 cc. Sponsor assessment determined that event was related to procedure.